Event description:
It has been reported to philips that x-ray would not run in the system. There was no reported patient or user harm. Has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray application was not running. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc. After the flexvision pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.